Event description:
The following report contains 2 different events. 1. In 2001 at 9:30 am pt was to undergo left side pacemaker replacement for pacemaker end of life. At this time it was found that the ventricular lead was non-functioning. They were unable to remove the old pacemaker, or pacemaker leads. A new pacemaker was implanted on the right side. Subsequently, the pt suffered a large left hematoma. 2. The date of the initial implant was 1992. At this time the ventricular lead had to be re-positioned due to possible lead penetration.